Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound with the adc application. The customer experienced tremors and lost consciousness, and was administered oral glucose provided by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the low glucose alarm did not sound with the adc application. The customer experienced tremors and lost consciousness, and was administered oral glucose provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and the xiaomi redmi note 9 pro phone version has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.